Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out, externalized conductors were observed on the right ventricular lead. The lead exhibited no electrical anomalies. The lead remains implanted. Patient will continue to be monitored.